Event description:
It was reported that a patient experienced peritonitis manifested by abdomen pain and cloudy pd fluids coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. Treatment for the event was not reported. It was unknown if the patient had recovered from this event of peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter transfer set. The patient was born in 1988. Should additional relevant information become available, a supplemental report will be submitted.